Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented for a secondary surgery approximately 38 months post the index surgery. Secondary surgery involved removal of hardware with exploration of fusion mass with findings of a pseudoarthrosis from the l3 to l5 level. Patient had repeat un-instrumented posterolateral fusion from the l3 to l5 level. Reportedly, rhbmp-2/acs was used. Patient is reported to now suffer from severe injuries and damages, including ectopic bone growth, difficulty swallowing, chronic back pain, incapacitating pain, and narcotic dependence from prescribed painkillers.